Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Pump was received with scratched lcd window, cracked case on all four corners near display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer stated that she could not rewind the device. Blood glucose level at the time of the incident was 600 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.